Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This product was received and went to the repair department for evaluation and repair. It bypassed the serious investigation process. Based on the evaluation from the repair department there was wear to the cartridge. Based on prior serious evaluation a worn cartridge will lead to instability of the set assembly which could cause excess vibration. Excess vibration could cause the cap to unscrew but we are unable to verified that it does. At this time we are unable to determine the exact cause of the cap unscrewing.

Event description:
In this event it was reported that the cap unscrewed from a tradition handpiece while in use. The reported complaint did not result in an injury or need for intervention.